Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 581mg/dl. The customer stated that he had an MRI while being in the hospital. Troubleshooting was performed. Ran a displacement test and passed. Reviewed the alarm history and did not reveal any alarms. Explained to customer that because of the exposure and looking out for safety, the insulin pump would be replaced. Instructed customer to revert to his back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet elevated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.